Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent movement requiring medical intervention. Device issue: difficult to deploy and balloon irregular inflation. It was reported that during use of the xience v stent delivery system (sds), it was noted to be "slippery" during advancement. During deployment, while slowly inflating the balloon to 4 atm, the sds moved forward distally, and the stent was deployed; however, not fully covering the lesion proximally it was noted that the distal end of the balloon seemed to inflate first then the proximal end. A shorter xience v stent (3.5 x 8mm) was deployed overlapping the first stent to treat the proximal end of the lesion completely. No post dilatation was able to be performed due to the overlapping stents. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Stent movement can be influenced by pt anatomical morphology pt disease state, predilatation strategy, device placement technique, device size selection, and procedural inflation technique. Quality checks in place verify visual function/dimensional specifications, balloon dimensions, stent placement and stent dislodgement force. Normally, fluid enters the proximal end of the balloon first, the distal end inflates first, then the proximal end and the middle last. Balloon inflation happens relatively quickly, but can be influenced by contrast dilution, inflation pressure/speed and the nature of the lesion. Samples from every lot are inflated and checked for proper deployed stent outer diameter and expansion uniformity.